Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that the new transducers on multiple occasions caused arterial or venous chambers to not fill or suck the blood down causing air in lines. After multiple times of increase blood volume in chambers, transducers changed to previous used type of transducer and problem resolves. In a follow up the manager said the issues are resolved with changing out the transducer protector and completing treatments. There have been no patient harm or adverse events. Blood is returned to the patients. The 5008x machines do alarm. There are no samples to return.